Manufacturer narrative:
An evaluation of the device cannot be performed as the device was destroyed and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
Surgeon said patient was dislocating.

Manufacturer narrative:
An event regarding dislocation involving a psl m/s 3-hole cup was reported. The reported event states that the patient dislocated. There are no allegations against the device reported in this investigation. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Surgeon said patient was dislocating.